Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the pump had blank display. The customer¿s blood glucose level was 190 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the displacement test, idle current test, run current test, self-test and off no power test. Insulin pump was monitored for several days and no blank display noted. Insulin pump was received with normal operating currents. No damage found on the connector/lcd isolation tape noted. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window, cracked reservoir tube, stained end cap sticker, stained back address label and minor scratched lcd window.